Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in a stored untreated episode and an inappropriate shock. Device was tested in clinic and reprogrammed to the secondary vector to mitigate further inappropriate shocks. This device was explanted and expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in a stored untreated episode and an inappropriate shock. Device was tested in clinic and reprogrammed to the secondary vector to mitigate further inappropriate shocks. This device remains in service. No adverse patient effects were reported.